Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that following the patient¿s catheter exchange procedure, upon attempting to dress the area, leakage was noted at the junction point of the plastic hub and the ultrathane catheter (unknown lot #). The catheter was removed and replaced with another one (lot # 6252558). After placement, leaking was noted. However, the catheter remained in place for 2 days and when checked again, needed to be exchanged because it was still leaking.